Event description:
It was reported that the device would not turn on/off. No patient involvement was noted.

Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the unresponsive key/s on the keypad assy. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/30/2018 to the present date 10/19/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. No patient involvement was noted.